Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic and the ventricular lead exhibited noise, low impedance, and loss of capture. The lead was capped on (B)(6) 2015. The patient was in good condition post procedure.